Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of pacing and low pacing impedance were observed. Upon interrogation, it was noted that the device had reached elective replacement indicator (eri). Abbott technical support was contacted and it was indicated that a false eri was triggered after the device had reached normal end-of-service (eos) battery level. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received with battery voltage being at end of service level (eol). Analysis of device was performed after replacing new battery, including impedance test and output measurement. No anomaly was noted. The original battery has depleted to eol and caused the pacing and impedance issue noted in the field. A longevity assessment was performed and the device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. The reported complaint of no pacing and low impedance issue was confirmed.